Manufacturer narrative:
(B)(4). UDI #: (B)(4). Concomitant medical products: biomet g7 liner cat#010000740 lot#6657399 (malfunctioned liner), biomet g7 shell cat#110010244 lot#6627189, biomet g7 liner cat#010000740 lot#6628988 (implanted liner), biolox head cat#00877503603 lot#2645300, biomet screw cat#010000998 lot#6615750, biomet screw cat#010001000 lot#6087558, zimmer stem cat#00771101000 lot#64399374. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05747.

Event description:
It was reported when the surgeon attempted to implant the 36 mm neutral e xl liner during an initial tha, it would not sit completely flush with the cup. After impacting the liner with the 36 mm liner/ball a few times, it would not sit flush with the cup all the way around. It was flush on one side, but the other it sat proud. Surgeon attempted to impact the liner in the area where is was proud with a hospital owned narrow bone tamp to no avail. Surgeon removed this liner with a knocker. Surgeon indicated that both acetabular screws felt like they were below the level of the inside of the cup and felt like there should be no reason for the liner not to fully seat. A new 36 mm neutral e xl liner was opened and implanted with no further issue. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.